Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited an increase in pace impedance measurements from 600 ohms to 1421 ohms. A pacemaker mediated tachycardia (pmt) episode was stored, however there was no noise observed. Additional information received reported that there was an alert due to a high out-of-range shock impedance measurement of 129 ohms approximately three years later. Technical services (ts) reviewed programming and troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.